Event description:
The customer contact reported device breakage; subsequently, a leak was noted. The primary tubing set was being used to deliver an unspecified medication, at an unspecified rate. After an unspecified length of time, it was reported that the male adapter of a secondary tubing set was connected to the clave secondary port on the cassette on the tubing set for a piggyback delivery of an unspecified antibiotic. After an unspecified length of time after the piggyback delivery was started, the customer contact reported that the semi-rigid adapter of the clave secondary port on the cassette of the tubing set broke off and an unspecified volume of solution leaked. No specific details were provided. The customer contact indicated that the semi-rigid adapter of the clave secondary port is flimsy and bent easily. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.